Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system single port there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system single port there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
The lot number was built/package on nfa line 2 from october 10, 2017 thru october 15, 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed three non-related qns (200713114- bad seal, 200712715 & 200716528-incomplete seal) were initiated during the build of this lot. Disposition, root cause and corrective actions were applied as per quality control. All other challenge, set-up and in process samples were performed and all passed per specifications. Received a 22ga nexiva catheter-adapter extension set. The needle assembly and the package was not returned. Damage on the outer thread of the straight adapter water-leak test: the water-leak test was performed by connecting a lab provided slip luer to the straight adapter, the unit did not leak on any of its areas. Then, attempted to connect a lab provided q-syte unit to the luer of the adapter, connection was not possible, the damage on the thread of the straight adapter prevented successful connection. The damage on the thread of the adapter that was observed in this incident investigation could be a potential for an unsecure/unsuccessful connection that could result in an open path where leakage might occur in the clinical setting. It is unknown if the damage occurred during manufacturing or was caused by external forces during-prior usage.